Event description:
Reporter alleged obtaining the results of 544 mg/dl and 198 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she had jam on her fingers when she obtained the first result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.